Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the lot numbers were not reported. Based on this evaluation, a potential product quality issue has been identified. The investigation determined the reported peeling / delamination appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.b1: adverse event removed b2: required intervention removed. H1: serious injury changed to malfunction. H6: device code 1528 was added and 1212 was removed; health effect - impact code 4641 changed to 2199.

Event description:
Subsequent to the initial filed report, additional review of the reported information determined that the tip of the non-abbott device was cut outside the anatomy, after the devices were removed. No additional information was provided.

Event description:
It was reported via a medwatch report: "describe the event or problem: a .018¿ st command wire was introduced into a .018¿ navicross catheter via a 6fr sheath. The hydrophilic coating on the .018¿ st command wire came off, and to remove the wire the tip of the navicross had to be cut. What was the original intended procedure? : angiogram. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working)." No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report #mw (B)(4).